Manufacturer narrative:
The ge service rep performed a sbc upgrade and replaced the hard drive. The unit tested fine.

Event description:
The customer reported that the mini c-arm keeps rebooting itself and it freezes up. No pt injury was reported.